Event description:
Defective keyboard: device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. However when device is powered on, rapid repeated beeping sounds were noticed and the keypad was not responsive. Upper housing was replaced and keypad test was carried out successfully. The event description is not confirmed but it could be linked to the defective keyboard.

Event description:
Defective keyboard.